Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of loop wire on the end of the peg tube broke. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the loop wire on the end of the peg tube broke. Nothing fell inside the patient. The physician had to use forceps to grasp the device in order to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.